Manufacturer narrative:
Patient initials: (B)(6). Device has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacture date: 01july2015. Part exp. Date: 31may2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 105mm tfna helical blades sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon follow-up to an original open reduction and internal fixation (orif), a helical blade was discovered to have dynamized. On (B)(6) 2015, a (B)(6) male underwent an orif of his fractured left hip. The patient was implanted with a trochanteric fixation nail advanced, helical blade and screw. The surgeon reported that he had static locked the helical blade in place. On routine follow-up, x-ray showed that the fracture was healing well and that the helical blade had moved laterally. The end of the blade was no longer flush with the lateral cortex of the femur. It was reported that the patient was asymptomatic and doing well. This is report 2 of 2 for (B)(4).